Event description:
It was reported that blood occasionally dripped back from the suction port of the suction pump pipeline due to occlusion issues. The event occurred during treatment. No harm to any person was reported. Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that blood occasionally dripped back from the suction port of the suction pump pipeline due to occlusion issues. The event occurred during treatment. No harm to any person was reported. A getinge field service technician (fst) was sent for investigation and repair on 2024-04-24. No fault with the hl 20 device was identified and no parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. As confirmed by the getinge field service technician on 2024-04-26 there was no fault with the hl20 device. The root cause was determined as user error. The customer did not adjust the occlusion of the roller pump pressure tube, resulting in the tube not being compressed and failing to provide sufficient pressure to the tube. The customer has been advised by the fst how to use the device correctly. According to the instructions for use hl 20 in chapter 5.8.1 ¿check before every application¿ the user has to check before every application that the occlusion rollers run smoothly, show no signs of damage, and are not loose. Also that the surface does not display any damage or scratches, the occlusion is suitable for the application and that it is correctly adjusted and the occlusion setting are locked. The review of the non-conformities has been performed on 2024-04-30 for the period of 2010-12-01 to 2024-04-24. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2010-12-01. Based on the results the reported failure "occlusion issues" could be confirmed. However no device fault was identified. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.